Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protégé everflex self expanding stent to treat a cto in the right superficial femoral artery(sfa). The lesion was crossed with a wire and atherectomy performed followed by balloon inflation. The physician then inserted the self expanding stent. The stent was advanced and deployed successfully. It was reported the delivery catheter was withdrawn, a device component was observed by angiogram at the lateral branch of the profunda artery proximal to the deployed stent. Attempts to snare the component was unsuccessful. Angiogram shows foreign body in the laterial branch of the profunda artery.